Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member, via a manufacturing representative, of a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient lives in (B)(6), but was implanted in (B)(6) 2016 in (B)(6). By the end of the year the patient had developed a wound above the ins on the left side of their chest. The patient went back to (B)(6) in (B)(6) 2017 for rewiring and to move the ins to the right side of their chest. In 2018 another wound developed along the lead behind their right ear and did not close. On (B)(6) 2018 the patient went in for surgery to close the wound. On (B)(6) 2018 the wound re-opened and is producing pus. It was noted that there was an infection. The patient has contacted their hcp in (B)(6) for a consultation to find a lasting solution. The issue was not yet resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the issue was reviewed with the patient's hcp, but it has not yet been resolved.